Event description:
It was reported that there was corrosion on the iui of the pcu (8015). It was noted that the issue was found in the ICU. There was no patient harm. It was noted that the serial number is unknown and no further information was provided.

Manufacturer narrative:
The reported issue that there was corrosion on the iui of the pcu (8015) could not be confirmed; no product was returned for investigation. The root cause for the reported issue that there was corrosion on the iui of the pcu (8015) was not determined because no product was returned. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is unknown. No product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was corrosion on the iui of the pcu (8015). It was noted that the issue was found in the ICU. There was no patient harm. It was noted that the serial number is unknown and no further information was provided.